Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture and no sensing of p-waves. The lead was found to be dislodged. The ra lead remains in use and a lead revision is scheduled. No patient complications have been reported as a result of this event.